Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The drill successfully connected to a known working cori console. However, during a mock tka test, the bur failed to calibrate and did not spin when the foot pedal was engaged. The motor housing was removed for inspection¿no visible abnormalities were found in the wiring. Both motors were removed for further investigation. It was discovered that the drill slip shaft was broken and lodged inside the carriage, preventing bur rotation. The drill motor was replaced with a known working motor. A mock tka test was performed, during which the device operated correctly. The bur loaded and unloaded properly, spun as intended, and no abnormal noises were observed during testing. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a broken slip shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka, one (1) real intelligence robotic drill sounded louder than normal while burring the femur. Part way through burring the tibia (still did not sound right) the bur stopped working and a system time out popped up stating "the robotic drill has been deactivated. Press continue to reinitialize the robotic drill." The representative powered down the cori, turned it on and went back into the case and the bur would not spin when it was activated/orange pedal was hit. The procedure was resumed after a non-significant delay. The tibia had to be completed manually with a saw; therefore, the surgery was not completed robotically. No injury was reported as a consequence of this issue.